Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other absolute pro device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that using a left femoral artery access approach during a procedure of the right superficial femoral artery (sfa), the 6.0 x 100 mm absolute pro stent had been successfully deployed in the vessel and during removal of the stent delivery system (sds) resistance was noted with the guide wire. It was noted that the sds froze/crimped down on the guide wire at the hub area just before removal from the vessel. The sds thumbwheel was moved forward and backward and the sds released and could be removed from the guide wire and the anatomy. The stent implant had been successfully deployed and the guide wire and sheath remained in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Additionally, during the same procedure the 6 x 100 mm absolute pro stent was being prepared and prior to use the protective stylet was turned and removed when it was noted the stent was unsheathed 1/4 of the way. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.